Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported device issue. The third party service agent cleared the event code and performed a performance inspection procedure and observed proper device operation. The device was returned to the customer for use. The cause of the reported issue could not be confirmed. The device was not returned to physio-control for evaluation.

Event description:
It was reported that the customer's device had its service indicator illuminated and had logged a potentially critical event code. This event code can affect the device's ability to deliver defibrillation therapy. There was no patient use associated with the reported issue.